Event description:
A falsely depressed troponin I result of 0.04 ng/ml was obtained on a patient sample. The result was questioned by the lab and not reported to the physician. The original sample was repeated with a result of 0.38 ng/ml. The specimen was then assayed on a dimension rxl with a result of 0.39 ng/ml. The dimension rxl result was reported. Since the falsely depressed result was not reported to the physician, patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I. Analysis of instrument data indicates the likely cause for the falsely depressed troponin I result was obstruction of the ctip (pipet tip).